Event description:
Information was received from a manufacturer representative (rep) via a consumer (con) regarding patients who were implanted with a neurostimulator. It was reported that the rep stated that there had been patients who had their implants turn off after going through a store's security gates. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported they had no information on the event including who and where it had come from.